Event description:
As reported, the sealant of the 6/f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved through manual compression for less than thirty (30) minutes. There was no reported patient injury. The mynx vcd was used in a peripheral case utilizing an antegrade approach. The patient had a relevant medical history of peripheral artery disease (pvd). The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and its diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity and the presence of pvd/calcium in the vicinity of the puncture site was also mild. The device was stored as per the instructions for use (IFU). The user did not shuttle down completely and experienced significant resistance, stopping halfway. No unusual force was applied when retracting the sheath. The deployer was trained in using the mynx device. The device is in transit.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of the 6/f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved through manual compression for less than thirty (30) minutes. There was no reported patient injury. The mynx vcd was used in a peripheral case utilizing an antegrade approach. The patient had a relevant medical history of peripheral artery disease (pvd). The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and its diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity and the presence of pvd/calcium in the vicinity of the puncture site was also mild. The device was stored as per the instructions for use (IFU). The user did not shuttle down completely and experienced significant resistance, stopping halfway. No unusual force was applied when retracting the sheath. The deployer was trained in using the mynx device. A non-sterile ¿mynxgrip tm vascular closure device¿ 6/7 f was returned inside of a clear plastic bag. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock partially closed. The procedure sheath was not returned for analysis. The sealant is located approximately 13 cm from the proximal edge of the balloon. No other outstanding details were observed. Simulated shuttle advancement was performed on the non-sterile device. The sealant is saturated in blood strongly fixed to the catheter impeding deployment. The sealant was inspected using a vision system to obtain a magnified image, confirming that the sealant is strongly fixed to the catheter with dry blood. A drop of hydrogen peroxide was applied to one section where the blood is fixed to the catheter and upon contact with blood, white bubbles were produced confirming the blood presence. The failure reported by the customer as ¿sealant-failure to deploy¿ was confirmed, the sealant is saturated in blood and strongly fixed to the catheter, which impeded deployment. The exact cause of this condition could not be determined during the product analysis. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.